Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that "patient hooked up with epoch to run over 48 hours came back for disconnect with approximate 600ml of volume left in the bag. Upon checking the pump, it was programmed correctly as it showed the total volume administered however the bag still had 600ml left. I took the pump out of circulation." No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required., corrected data: h3: correction: device evaluated by manufacturer: device not returned to manufacturer.